Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Additionally, prior to the adverse event, no body surface ECG signal displayed on the carto 3 system or the recording system. The returned device was visually inspected, and was found in normal condition. Per the reported event, the catheter was tested for carto 3 system performance, and failed. Error 80 (invalid force measurements) displayed, and the accuracy test failed as well. Further examination showed that the sensor was within specifications. Per the calibration results and the sensor readings, the failure mode was attributed to a potential pc board failure. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding signal interference cannot be confirmed, and the root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the pc board issue also cannot be determined.

Manufacturer narrative:
Transseptal puncture was performed with a st. Jude medical brk-xs transseptal needle. Sheaths in use were st. Jude medical 8.5 french sl1 sheaths x 2. Generator was set on power control mode at 30 watts with standard cutoffs for smarttouch sf catheter and smartablate generator, to include temperature cut-off of 40 degrees celsius. Temperature, impedance, and power at the time of injury were within normal limits. Power was not titrated. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the site of injury is unknown. Ablation time at the left pulmonary veins was approximately 5-10 minutes. Ablation time at the right superior pulmonary vein was approximately 2 minutes. Irrigated catheter flow setting was 2 ml/min while mapping, 8 ml/min while ablating at 30 watts or less, and 15 ml/min while ablating at 30 watts or greater. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was in close proximity to the pentaray catheter, as the pentaray catheter was in the pulmonary veins during ablation of the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and the right superior pulmonary vein (rspv). Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since both smarttouch catheters were in the patient¿s body, both will be conservatively reported to FDA. This complaint addresses the first catheter used, with the signal interference issue. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, smartablate generator, pentaray catheter, st. Jude medical brk-xs transseptal needle, st. Jude medical sl1 8.5fr sheath (qty: 2). (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, prior to the adverse event, no body surface ECG signal displayed on the carto 3 system or the recording system. Physician used the anesthesia machine and the defibrillator ECG signal to monitor the patient¿s heart rhythm. Cable was replaced without resolution. Smarttouch sf catheter # 1 was exchanged for smarttouch sf catheter # 2 and the issue resolved. It was noted that a small pre-existing pericardial effusion was observed at the beginning of the procedure. During ablation phase, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded 700 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. Lab results include: hemoglobin 12.9, hematocrit 40.3, and inr 1.5. Factors cited that may have contributed to the adverse event include the underlying cause of the pre-existing pericardial effusion. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition and may have possibly been related to a bwi product malfunction.

Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).